Event description:
It was reported that the handheld device was unresponsive and stuck at the menu screen. The handheld device was able to perform interrogations but would be unresponsive once it reached the menu screen. The handheld has been returned to the manufacturer for analysis. A visual analysis of the handheld was able to verify that the display was cracked. The cause for the cracked screen is associated with mishandling of the device. Once the screen was replaced with a known good screen, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.